Event description:
Initial reporter indicated that during vns generator replacement surgery, high impedance was noted on a systems diagnostic test. The patient went back at a later date to have their lead replaced. The patient did not have any fall or injury preceding their high impedance being discovered. Good faith attempts are being made for the product to be returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.